Manufacturer narrative:
No additional diagnostic/functional testing was performed by philips. The customer indicated that the speaker was defective and a replacement needed to be ordered. A material only loudspeaker assembly part was sent to the customer. The customer has assumed the repair responsibility. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
Philips received a complaint on the intellivue x3 patient monitor indicating the device displays a speaker malfunction inop error message. It is unclear if the device was still able to emit audible sound at the time of the event. It is unknown if the device was in clinical use at the time of the event. No adverse event or patient harm was reported.